Manufacturer narrative:
The reason for this revision surgery was wear to the poly insert. The date of the original surgery is unknown, the implant in-vivo length of time can not be calculated. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. This investigation is limited in scope as limited information was provided to djo surgical - (B)(4) for review. The lot number of the device involved in this event was not provided. To adequately investigate this event, the part and lot number are necessary. Attempts were made to obtain the lot number of the device that was removed; however, this information was not available. If this information is submitted at a future date, this investigation will be re-evaluated. The root cause of the worn insert was reported as due to the patient's high level of activity. Containment based on the information submitted with this complaint it is not possible as the agent was unable to supply the lot number. If additional information is submitted at a later time, containment will be re-evaluated. The revision surgery was completed successfully.

Event description:
Revision surgery - the poly insert had become worn due to high level of activity from the patient and it needed to be replaced. No component failure present.